Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock needed to be repaired. No further information is available.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.